Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03338. It was reported the patients system was auto reducing due to high impedances across both leads. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
The report event of unable to deliver desired strength was confirmed. As received, visual inspection showed the returned lead (b) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.